Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to unknown reasons. This ICD was successfully replaced, and no additional adverse patient effects were reported. This ICD has not returned for analysis. Additional information was received and it was reported that this ICD was explanted due to therapy upgrade. No additional adverse patient effects were reported. This ICD has not been returned for analysis.

Manufacturer narrative:
This report is being submitted to update the information in section b5. This device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Manufacturer narrative:
This device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to unknown reasons. This ICD was successfully replaced, and no additional adverse patient effects were reported. This ICD has not returned for analysis.